Manufacturer narrative:
(B)(4).

Event description:
The patient alleges that an overdose of medication occurred and she was hospitalized for several days. The pump was subsequently explanted. No additional information is currently known.